Event description:
During a procedure when removing the balloon the shaft broke leaving the distal third of the balloon on the wire within the patient. Sheath was removed revealing the monorail balloon which was grasped and removed. No fragments were retained. FDA safety report ID # (B)(4).